Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications reported.